Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced st-elevation myocardial infarction (stemi), swelling at implant site and possible pocket infection, five days post implant. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.